Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer got replace battery now alarm. Customer¿s blood glucose level was 104 mg/dl at the time of the incident. After performing troubleshoot, the customer did not receive a low battery alert prior to the replace battery now alarm. Customer advised the pump will need to be replaced and they may continue to wear pump until replacement arrives if they insert a new battery. The insulin the pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.